Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Consumer reported she noticed a piece of tampon came out of her. The tampon had started to unravel so she removed it then noticed little pieces of lint while wiping herself. She had vaginal discharge, itching and odor along with a rash under her armpits. She went to doctor where she was diagnosed with a bacterial infection, gardnerella vaginalis. She was prescribed fluconazole oral, metronidazole oral, and ciprofloxacin. She had a follow up doctor appointment where it was confirmed the infection had resolved.